Manufacturer narrative:
A2: this represents the average age of the patients. A3: this represents the majority gender of the patients. B2: the date of deaths is unknown b3: event date is unknown; this value represents the date of publication. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a myocardial infarction is a potential adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed as the lot number was not provided. Csi ID: (B)(4).

Event description:
A published abstract, "orbital atherectomy for calcified coronary lesions: a single centre experience", reviews a study that occurred between december 2021-january 2024 at the prince charles hospital in brisbane, australia. 50 patients were treated with the diamondback 360 coronary orbital atherectomy device (oad). All lesions treated with oa at low speed and half were also treated at high speed. 7 lesions required additional treatment with a cutting balloon, 1 required additional atherectomy treatment and stent placement were performed with 98% success. There were 2 in-hospital cardiovascular deaths and 2 non-q-wave myocardial infarctions. There were no further adverse events that occurred at 30 days. Oo et al. 2024 " orbital atherectomy for calcified coronary lesions: a single centre experience".